Event description:
It was reported that the secure connect device's power adapter prongs separate from the adapter. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The catalog/model number was updated. The device was not accessible for testing and, therefore, not evaluated. The cause of the alleged issue was not able to be established. H3 other text : unable to determine specific device, not available for evaluation.

Event description:
It was reported that the secure connect device's power adapter prongs separate from the adapter. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.